Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733437, UDI#: (B)(4). The system was serviced at the site and found the psu was not communicating with the system. The psu communication line was dis connected. The line was reconnected and the system function was restored. The system passed checkout and was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the positioning sensor unit (psu) could not be identified in the navigation system software. There was no patient present when the issue occurred.